Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead's side helix became fixated to the inner portion of the delivery sheath. The physician pulled on the lead and the helix became elongated. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.